Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified, heavily tortuous, 99% stenosed, de novo lesion in the right coronary artery (rca). The 4x28mm xience skypoint drug eluting stent (des) was advanced but could not cross the anatomy to reach the target lesion. Upon removal, the des met resistance with the anatomy but was able to be removed. A non-abbott stent was used to successfully completed the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.